Event description:
It was reported that during a percutaneous transluminal angioplasty, balloon rupture occurred. The 70% stenosed target lesion was located in the moderately tortuous and non-calcified unspecified artery below the knee. A 2.5 mm x 150mm x 150cm coyote balloon catheter was selected and advanced to dilate the target lesion. The balloon was inflated twice at 8atms. The balloon ruptured during the second inflation at 8atm. The procedure was completed with another of the same device. No complications were reported and patient's condition is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis as it was disposed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).